Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a deep brain stimulation stage I procedure for parkinson's dual, essential tremor and movement disorders. Movement disorders. It was reported that patient has leads implanted but the implantable neurostimulator (ins) was not implanted because the patient needed to have an emergency surgery. The hcp stated they believe the surgery was due to patient having a pulmonary embolism (pe). The hcp was not sure if this occurred before or after the leads were implanted/placed. The hcp was requesting for MRI compatibility guidelines. Additional information was received from the hcp on april 12th, 2019 stating that all surgeries carry the risk of post-op pulmonary embolism. It was noted that the pe had been resolved no further patient complications were reported/ anticipated as a result of this event.